Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not never having adequate coverage was due to the patient had mid thoracic upper back pain which is off label. However, the physician stated he wanted to try to get the patient relief as a lost hope attempt. It is unknown if any actions/interventions were taken prior to the explant to address the back pain. This was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient stated the stimulator never gave him adequate pain coverage. The patient stated the ins made his legs numb which caused him to fall and break his leg. The doctor stated that the ins did not cause his fall and that the ins is not designed for thoracic pain coverage and due to weight loss the ins was causing pain when sitting. All implanted products were surgically removed. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.